Event description:
The harmonic was hooked up and the machine could not read the device. The harmonic cord was switched out unsuccessfully. Finally, a new harmonic was opened and introduced to the field. The new device was recognized and functioned properly. The malfunctioning device was not used on the patient and no harm came to the patient. The procedure was completed as planned. The device will be returned to manufacturer for failure analysis.